Event description:
The facility's tech punctured his finger on the plastic on the who (waste handling option) housing. The plastic was contaminated with dried blood and a hiv positive pt had run on the machine. The tech was sent to the ER for testing.

Manufacturer narrative:
Test results/analysis and any data recorded: the mes technician replaced the who housing. The who housing was received for investigation on 12/17/96. The returned who assembly was visually examined and it was observed that the black plastic molding on the upper surface, where the plunger assembly emerges from had some damage. No sharp edges were noted due to the fact the piece that caused the report was discarded by the facility. A review of the complaint history for the who assembly for the past year does not show that there have been any other reports of sharp edges or cracked ports on teh who assemblies, indicating that this was an isolated incident or that possibly there was some previous misuse or damage done to this who assembly at the facility. In normal and correct usage, the operator's hand is not placed in a position where injury or cuts could occur. The facility reported the incident as a user error injury. This investigation concurs with that evaluation. The cracked, sharp lip on the who contributed toward the chance of operator injury, but this should have been identified during normal cleaning or preventive maintenance inspections and the who assembly replaced. Safety analysis: the who is only used during the prime mode. The who is designed so the only the metal plunger assembly is typically handled during the preparation for a dialysis treatment. The edges of the plunger assembly are rounded and designed to facilitate a secure grip. The edges of the black plastic molding are also designed to be smooth and usually pose no hazard to the operator. If the who assembly in this incident had an exposed sharp edge, it should have been noted during the recommended cleaning or pm of the cs3 machine and action initiated to replace the who assembly. It is recommended that the exterior be cleaned after each treatment (cs3 operator's manual, p. 6a-5, verision 10/95). It is recommended that a pm be performed every 2000 hours or 1 year of operation. Follow-up action: this report concludes that this injury was due to user error. This issue will continue to be trended as part of the gambro healthcare corrective action system and the management review team. Any further investigations, analysis, and/or corrective actions taken on this complaint issue will be determined by and documented in this corrective action review process.